Event description:
Account reports incidents in which during usage, blood spray occurs when the hand pump is compressed, resulting in physicians and nurses being "sprayed" with blood. Reporter stated there was no pt compromise and no blood entered hcp's orifices.